Manufacturer narrative:
H6: investigation type 4110: lens work order search, no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens was explanted and replaced with a different diopter lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found optic torn and haptic broken. Dimensional and functional inspection found the lens to be within specification. (B)(4).